Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g3, g6, h2, h3, h6, h11: d10: comp lk scr 3.5hex 4.75x15 st cat# 115395 lot # 66724791. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot # 66890414. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot # 66817095. Comp lk scr 3.5hex 4.75x20 st cat# 180552 lot # 66759536. Comp rvs cntrl 6.5x25mm st/rst cat# 180551 lot # 66714714. No product was returned or pictures provided visual and dimensional evaluations could not be performed and the complaint cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6b, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent revision using a custom implant approximately 1 year and 1 month post implantation due to the patient's glenoid bone fracturing. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty approximately one (1) year ago. Subsequently, the patient is being considered for a revision surgery on an unknown date using a custom implant due to the patient's glenoid bone fracturing.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: b5; d1; d2; d4; d6; g4; h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknow date. Subsequently, the patient is being considered for a custom vrs glenoid implant due to the patient's glenoid bone fracturing due to an unknown reason. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.